Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-53 lead, implanted (B)(6)2004. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high capture threshold. The lead remains in use. No patient complications have been reported as a result of this event.